Event description:
It was reported that shaft break occurred. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, upon insertion, the shaft was broken. The device was simply removed, and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 39.8cm from the strain relief. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and blood in the balloon folds. The balloon was tightly folded.

Event description:
It was reported that shaft break occurred. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, upon insertion, the shaft was broken. The device was simply removed, and the procedure was completed with a different device. There were no patient complications reported.